Event description:
Procedure: sleeve gastrectomy. According to the reporter: the staple line did not hold and there were malformed staples. The staple line was oversewn with vicryl 3.0 suture material, and another stapler and sulu were used to complete the intervention. The tissue was slightly damaged. Procedure time was extended by more than 30 minutes. No blood loss over 500cc. It is unk whether reinforcement material was used.

Manufacturer narrative:
(B)(4).